Event description:
It was reported that an ilet bionic pancreas repeatedly displayed alert 41 indicating an insulin shaft rewind error despite restarts and a factory reset, with battery above 50 percent and no supplies installed, after which the device was replaced and the user was advised on return procedures and data sync. Symptoms included no reported adverse clinical effects, and blood glucose was not affected. Outcomes included temporary interruption of pump therapy with the user reverting to backup therapy until the replacement arrived, without medical intervention or hospitalization. Investigation included review of device history, confirmation of the recurring alert in logs, remote troubleshooting, verification of operating conditions, and retrieval of the device for evaluation. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.